Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal two tampons fell apart. She went to express care and the healthcare provider performed a vaginal exam. No tampon pieces were found inside her.